Event description:
Boston scientific received information that the pacemaker and right atrial lead exhibited noise which was over sensed. Noise was reproduced through isometrics. No pacing inhibition was noted. Subsequently, this lead was explanted simultaneously during a device change out. No additional adverse patient effects were reported. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual inspection demonstrated a rubbed through insulation at approx. 12 cm distal to the is-1 connector pin. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics and the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further analysis of the lead revealed deformations of the inner coil close to the is-1 connector pin which were caused most likely by overrotation. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.